Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy the wand insulation was tearing off. The procedure was successfully completed with a backup device but it is unknown if there was any delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2040582 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Without the reported product a fully visual evaluation and functional cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: using the device for mechanical displacement of tissue through applied force, using the device as a lever to enlarge a surgical site or gain access to tissue. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The ambient super turbovac 90 ifs wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2040582 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. In addition, there is mechanical damage on the side of the spacer. The insulation of the shaft got compromised. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation showed, after bypassing the error e-7 the device produced plasma on ablate/coag min./max. Settings as intended. The suction performed as intended. The complaint was visually verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the events are: the controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation, disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller can also have an effect on the wand¿s life cycle. The damaged on the insulation could have been caused by mechanical excessive force on the shaft. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.